Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during a coronary angiography while monitoring the heart rhythm of a patient, a break occurred and lasted 5 minutes. After checking the connections to the patient and the equipment, the ECG signal only resumed after the balloon, which is used to monitor the patient's vital parameters during the examination had been switched off and on again.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse evaluated the device and determined that the device required replacement. The device was replaced and handed back over to the customer working as specified.

Event description:
The customer reported that during a coronary angiography while monitoring the heart rhythm of a patient, a break occurred and lasted 5 minutes. After checking the connections to the patient and the equipment, the ECG signal only resumed after the balloon, which is used to monitor the patient's vital parameters during the examination had been switched off and on again.